Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: because the rotation limit had been reached, the arm could not move any further and it could only move in the opposite direction. The operation from surgeon side console (ssc) caused it to move in the same direction.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer rotated the universal surgical manipulator (usm1) to the opposite direction. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. A message, "arm1 is at a rotation limit", was indicated on usm1; however, it is uncertain if the usm moved on its own. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-intuitive motion occurred with universal surgical manipulator (usm) 1. There was a message stating that usm 1 was at its rotational limit. The procedure was completed as planned with no reported injury.